Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise. Programming changes on the ventricular sensitivity was done. The patient was in stable condition.